Event description:
Unomedical reference number (B)(4). Event occurred in china. On (B)(6) 2024, it was reported by the patient that he found bent cannula after removal from the insertion site. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.